Event description:
Pt had mva with fx both bones in forearm with placement of intramedullary rods. Sustained minor degree of trauma recently with bending of rods; with gross deformity and non-union of distal radius and ulna. Admitted for removal of rods and repair fracture.